Manufacturer narrative:
Follow-up #3: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 1 instances of keypad/tactile failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 15 allegations of a malfunction, 10 pumps were returned to animas and investigated. Of the investigated pumps, 10 were found to be malfunctioning due to contamination under buttons and moisture ingress. During investigation for unrelated allegations, there were 27 additional keypad/tactile failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 211 malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-85 years of age and between 24 and 310 pounds. Of the reported patients, 84 were male, 126 were female, and 1 was unknown.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there was 1 instance of keypad/tactile failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow up #1 04/24/2017 device evaluation: in q1 2017 there were 6 additional instances of keypad tactile failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there was 1 instance of keypad/tactile failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.